Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in-clinic for a changeout of the implantable cardioverter defibrillator due to multiple inappropriate high voltage therapies, caused by atrial fibrillation with rapid ventricular response. The device had reached elective replacement indicator prematurely. The patient was asymptomatic. The device was explanted and replaced. The patient was stable post procedure.